Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a consumer. It was reported that the patient needed an MRI and wanted to get information as to whether they could have one. The patient had a fall that was in no way related to the device. It was noted the patient could not have an MRI but instead was able to have a CT scan. It was noted all the other issues mentioned during the previous report were not related to the device or therapy. The patient stopped using the device a long time ago because they never liked it. It was noted all the urinary tract infections were not related to the device or therapy and the doctor the patient used to visit was not practicing anymore. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient¿s battery had died and the patient did not like the device. Additional information from the patient¿s friend or family member reported the patient¿s battery had stopped and she doesn't use it anymore. The caller did not know if the device stopped due to normal battery depletion. The caller stated the patient stated the device did not do what they expected it to. The caller reported the patient had gotten a tremendous amount of urinary tract infections (uti)¿. The caller noted the patient still wet her pants, but they believed it had nothing to with the device and that maybe due to her age. The caller stated the patient had been hospitalized every year. It was also noted the patient fell 11 days prior to the call and was in a lot of pain, but the pain was not due to the device. The patient is implanted for urinary dysfunction/sacral nerve stim.